Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2009 and mesh was implanted for urinary incontinence. The patients symptoms are reported to be very complex, ranging from no sexual intercourse, recurrent infection (mainly bladder), pain in legs, hips, and back being nerve in nature and bloating. The patient is unable to perform normal duties without complications or pain/restrictions, and the symptoms are ongoing. The complications began immediately after surgery with extreme pain on urinating and soon after sexual intercourse. There is no further information available .